Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. No patient harm or injury reported. Surgeon was able to continue with another device, no patient deterioration. Cause partially traced to user, as communication with the hospital confirmed that "agv was sutured to the globe before priming". Per the IFU, "ensure the device is primed before operating on the patient....if you are unable to prime the valve, do not use the device". Device was requested but not yet returned, evaluation not yet conducted therefore reported priming issue has not been replicated or confirmed. If device is returned to nwm, an addendum will be filed to capture evaluation.

Event description:
Hospital reported, "tube shunt implanted & would not flush after repeated attempt by surgeon. Implant was removed & new one inserted without problems."